Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away due to liver failure. Date of death was not provided. Patient passed away at home. Patient had been receiving hospice care. There was no alleged device malfunction. No additional event or patient information is available.